Event description:
It was reported that during a filter placement procedure, a guide wire became stuck. The intended location for treatment was the vena cava. At an unspecified time during the procedure, a unknown guide wire became stuck at the "apex of a 12f greenfield otw filter." No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2013-03223. It was further reported that a non bsc ivc filter was implanted in 2004. Approximately one year ago, patient experienced the onset of back pain. Fluoroscopy of chest revealed presence of angled fine metallic foreign body embedded in the heart and moving with cardiac motion consistent with embolized strut of an ivc filter. The patient presented with 3 fractured ivc filter legs, 1 filter leg embolized in the right ventricular septum, and 1 localized in the vena cava. Fluoroscopy of abdomen revealed a non bsc ivc filter in the infrarenal position, with 2 of the legs broken off and lie in the vicinity of the ivc filter, and the third leg lodged in the right ventricular septum. Following intervention to the non bsc ivc filter inferior venacavogram showed normal ivc anatomy with no appreciable thrombus and unopacified inflow of the renal veins at the l1-2 level. Using fluoroscopic landmarks, a greenfield ivc filter was deployed from the jugular approach, with the apex at the l1-l2 level, corresponding to the caudal aspect of the renal vein ivc confluence. As the .018 guide wire was retracted the tip of the wire caught in the confluence of anchor struts at the filter apex, and could not be removed. As force was applied on the guide wire, it became apparent that the wire was more tightly entrapped rather than disengaging. Therefore, the guide wire was fixed and the sheath was advanced over the filter, recapturing it completely. The filter was therefore extracted from the neck. A second filter was placed through the same delivery sheath, and deployed with successful removal of an amplatz guide wire. All sheaths and catheters were removed with manual hemostasis. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned for analysis with a non-bsc guidewire. The device was visually examined and it was noted the filter was stuck on the wire. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Unopacified inflow of the renal.

Event description:
Same case as MDR ID#2134265-2013-03223. It was further reported that a non bsc ivc filter was implanted in 2004. Approximately one year ago patient experienced the onset of back pain. Fluoroscopy of chest revealed presence of angled fine metallic foreign body embedded in the heart and moving with cardiac motion consistent with embolized strut of an ivc filter. The patient presented with 3 fractured ivc filter legs, 1 filter leg embolized in the right ventricular septum, and 1 localized in the vena cava. Fluoroscopy of abdomen revealed a non bsc ivc filter in the infrarenal position, with 2 of the legs broken off and lie in the vicinity of the ivc filter, and the third leg lodged in the right ventricular septum. Following intervention to the non bsc ivc filter inferior venacavogram showed normal ivc anatomy with no appreciable thrombus and unopacified inflow of the renal veins at the l1-2 level. Using fluoroscopic landmarks, a greenfield ivc filter was deployed from the jugular approach, with the apex at the l1-l2 level, corresponding to the caudal aspect of the renal vein ivc confluence. As the .018 guide wire was retracted the tip of the wire caught in the confluence of anchor struts at the filter apex, and could not be removed. As force was applied on the guide wire, it became apparent that the wire was more tightly entrapped rather than disengaging. Therefore, the guide wire was fixed and the sheath was advanced over the filter, recapturing it completely. The filter was therefore extracted from the neck. A second filter was placed through the same delivery sheath, and deployed with successful removal of an amplatz guide wire. All sheaths and catheters were removed with manual hemostasis.

Manufacturer narrative:
(B)(4).